Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient could not lift his leg and x-rays showed that the cup had slipped.